Event description:
Reporter indicated that a vns patient feels as though her generator has migrated and it is rubbing against bone. The patient is being sent for surgical consult. Good faith attempts for add'l info have been unsuccessful to date.